Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 03-january-2017, a field service engineer (fse) was dispatched to address the reported event. During servicing, the fse cleaned and lubricated the cup detection assembly. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the error 2163 c transfer cup not released was the cup detector was sticking.

Event description:
On (B)(6) 2016, a customer reported error 2163 c transfer cup not released with their a1a-900 analyzer. The customer reports that the cup transfer arm was stuck in the up position. On 03-january-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.